Event description:
A pt underwent revision of the cervical construct due to a self drilling screw backing out of the plate. The pt was asymptomatic at the time of the revision. The screw was removed and replaced with a 16mm rescue screw. The surgeon gave the pt the option of having the entire construct revised and the pt decided to have only the screw removed.